Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with phrenic nerve stimulation. Upon device interrogation in the clinic, the right ventricular lead exhibited a loss of capture. The patient was scheduled for lead replacement procedure. Prior to the procedure, a chest x-ray and fluoroscopy indicated that the lead was dislodged. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Additional information: the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that cardiac perforation was observed when the rv lead found to be dislodged in the pericardium.

Manufacturer narrative:
A partial distal portion of the lead measuring 46.5 cm was returned in one piece for analysis. The reported event of no capture was not confirmed in the laboratory. A lead tip stiffness test was performed due to the reported event of perforation, and the lead was found to be within specification. Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.